Event description:
The customer reported that telemetry beds were intermittently dropping offline while monitoring. There was no patient or user death, or injury associated with the event.

Manufacturer narrative:
Tech support remotely connected and found that xhibit telemetry receivers were offline. A product support specialist gathered logs and identified a network latency issue at the customer site. The customer was advised that their network required troubleshooting to resolve.